Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the electrode belt ECG "a&b" cable, "c&d" cable, and trunk cable were cut. Additionally, the ECG a, b c, and d covers and domes were missing. The root cause for cut cables was physical abuse. The root cause for the missing ECG equipment could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functional testing.